Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 04.210.116s, lot: 8l31029, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: june 26, 2021, expiration date: june 01, 2031 . Non-sterile: part: 04.210.116, lot: 163p508, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: may 24, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent the open reduction internal fixation (orif) with varible angle locking compression plate (va-lcp) and the locking screw for distal radius fractures. During the surgery, the patient had good bone quality, so the surgeon inserted the locking screw in question. The screw head was cut and twisted just before the screw head was buried in the locking hole of the plate, and the axis of the screw remained in the patient¿s body. Procedure was completed successfully without any surgical delay. The surgeon is going to perform the removal surgery after the fracture has healed completely. Concomitant devices reported: unk - plates: 2.4 mm variable angle lcp volar rim distal radius plate(part# unknown, lot# unknown, qty unknown). This report is for one (1) 2.4mm ti va locking screw stardrive 16mm sterile. This is report 1 of 1 for complaint (B)(4).